Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team has confirmed data uploaded on (B)(6) had only two weeks of data (from on (B)(6). The previous data uploaded had data until on (B)(6). The patient did not choose to upload the complete data that would backfill all the data gaps. Instead, they choose to upload only two weeks of data (from on (B)(6). Patient cannot upload data for this gap as patient has already uploaded data from on (B)(6). The most likely root cause is data uploaded on (B)(6) had only two weeks of data. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: data uploaded on (B)(6) had only two weeks of data (from on (B)(6). The previous data uploaded had data until on (B)(6). The patient did not choose to upload the complete data that would backfill all the data gaps. Instead, they choose to upload only two weeks of data (from on (B)(6). Patient cannot upload data for this gap as patient has already uploaded data from on (B)(6). Ask patient to generate reports from on (B)(6) onwards and before on (B)(6). The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cant able to see any date from 13 till 29th september. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer reported that the selected range was not available in the reports. No harm requiring medical intervention was reported. No product return is required for acc-7333.